Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with the returned product via the pump logs from 03-may-2019 which indicated that the pump motor stalled on (B)(6) 2019 at 10:02 pm and then recovered on (B)(6) 2019 at 3:25 am. The pump stalled again on (B)(6) 2019 at 11:57 am with a stopped pump duration exceeded 48 hours message on (B)(6) 2019 at 11:57 am and then the pump motor stall recovered on (B)(6) 2019 at 4:14 pm. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (3 mg/ml at 1.8 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI and it was confirmed that there were no emi (electromagnetic) or magnetic sources present. The pump status and/or event log indicated ¿motor stall occurred¿ and ¿motor stall and recovery¿. The patient saw an 8475 (err_pump_motor_open) code on their ptm (personal therapy manager). The pump logs indicated that the pump stalled on (B)(6) 2019 and had been intermittently stalling and recovering since. The pump alarm was silenced, the pump was set to minimum rate, and the doctor was looking for a referral doctor for surgery to replace the pump. The patient¿s symptoms were increased pain, tired, confused, and nausea. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 03-may-2019 from a company representative who reported that the pump was being replaced today. No further complications were reported/anticipated.